Event description:
The complainant called and indicated running a blood glucose test two hours after eating. The first result was 52mg/dl and then complainant ran another test and received a result of 170mg/dl. While on the phone, electronic checks were performed and were found satisfactory. The customer indicated using excel off brand reagent strips. Since this off brand reagent is not supplied by bayer, the performance characteristics are not known. The customer was advised to contact the MFR of the excel off brand reagent strips for further complaint eval. The complaint is considered closed for purposes of MDR.